Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and confusion. Once at the hospital the patient was treated (treatment unknown). The patient was released from the hospital after 5 days. The patient was prescribed cefuroxime (500 mg x 2) to be taken for 7 days, eliquis (5 mg x 1) to be taken every 12 hours for 30 days, pacerone (200 mg x 1) to be taken 2 times a day and metoprolol (25 mg x 1) to be taken every 12 hours.